Event description:
Additional information received indicated that the patient presented remotely via merlin.net. It was noted that additional noise episodes were over-sensed on the right atrial (ra) lead. The patient was asymptomatic. Further information was requested but not received.

Event description:
Additional information received indicated no intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that noise was seen on both atrial and ventricular leads. Lead measurement trends are ok and stable. The patient is not pacemaker dependent. Some inappropriate at/af detections and hvr as a result of noise oversensing. The leads were reprogrammed. The patient was stable.